Event description:
It was reported lead integrity alert tones triggered due to a "lead malfunction". The lead/header connection was modified. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported lead integrity alert tones triggered due to a "lead malfunction". The lead/header connection was modified. No patient complications were reported as a result of this event. Additional information received indicated the lead had frequent oversensing.

Manufacturer narrative:
(B) (4)